Event description:
It was reported that there were episodes of non-sustained oversensing, a decrease in r-wave sensing, and increase in capture threshold that resulted in a loss of capture on the right ventricular (rv) lead. During the initial implant, it was difficult to insert the rv lead due to difficult patient anatomy. It was suspected that there was a micro-dislodgement of the rv lead resulting in the sensing anomalies. The rv lead was capped and replaced to resolve the event and the patient was stable.